Event description:
The technician alleged the foot hi/low was drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the foot hi/low down valve to resolve the issue.